Event description:
It was reported that the valve was replaced due to shunt failure. The patient condition had not changed despite multiple adjustments to the valve.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.